Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective pump. The pump was replaced and the issue resolved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The defective pump was requested to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on patient site during maintenance. There was no patient involvement.

Manufacturer narrative:
The replaced pump was returned to livanova (B)(4) for further evaluation. During the evaluation, the reported issue was confirmed. The pump was found to be dirty and a damaged bearing was identified. This was determined to be the root cause of the reported issue.

Event description:
See initial report.